Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a failure code 570. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 25, 2007. Evaluation summary:the reported condition of failure code 570 was confirmed by the baxter repair technician. Inspection of the device revealed the failure was caused by the depleted main batteries which had 6 discharges below alarm threshold. The main batteries were replaced and the device was tested by the repair technician. Review of complaint history reveals similar reports have been received for this product for the reported issue. The battery issue is currently being investigated under CAPA.